Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A new cartridge was loaded to address the event and insulin delivery was resumed. The customer's blood glucose level 138 mg/dl.